Event description:
A malfunction alarm known as malf 16 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump, which was still under warranty, and instructed the customer on how to switch the pump to storage mode and return it with a pre-paid label. The customer planned to use multiple daily injections as a backup insulin therapy while awaiting the replacement pump.